Event description:
It was reported that the patient's device was showing dc/dc code of 0 and patient had no response (cough or voice alteration) to magnet stimulation as she used to, even when device was turned up to 3.5 ma output. Patient used to be seizure-free with vns, but was now having an increase in seizures. No trauma or manipulation is suspected. There were no changes in medication prior to event. X-rays were taken of the device and reviewed by the physician, but not sent to manufacturer to date. No anomalies were noted by physician. Patient has been referred to surgeon and put on seizure medication to minimize seizures for now. Revision surgery is likely, but has not occurred to date.